Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The circumstances under which the malfunction occurred are unknown. It is also unknown if there was any patient involvement. However, there was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Testing passed without issue. The fse performed full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Due character limit e1 event site name-(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), had a fiber optic sensor module failure.